Manufacturer narrative:
Further investigation was performed by the engineers in the manufacturing site. The reported malfunction was unable be confirmed. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. In addition, there are manufacturing controls to avoid potential causes related to the failure as leak test, electrical test and manufacturing continuous monitoring sampling.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. Balloon was ruptured in the central area. Ruptured piece was not returned, the edges of ruptured latex appeared not to match. Both balloon windings were intact. No other visible damage was observed from catheter. Through lumen was patent without any leakage or occlusion. Customer report of balloon burst was confirmed. Engineering task assigned for further investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use on post-operative day 20 of a recurrent excision of posterior fossa hemangioblastoma in a 20-year-old patient treated in neuro resuscitation, this disposable pressure transducer (dpt) displayed inaccurate high systole blood pressure values of 230 to 300 mmhg. Values were compared to a noninvasive pressure measurement which revealed that the patient was hypotensive with sbp < 80 mmhq. There was a delay of 20 minutes in the diagnosis of low blood pressure in a neuro anesthesia patient, being not possible to reach the objective of achieve a determined arterial pressure for this patient and maintain it. The device was available for evaluation. .